Event description:
We were informed on (B)(6) 2023 that during an ipg upgrade procedure, the surgeon had difficulty removing the abbott lead extension from the abbott implantable pulse generator (ipg). The physician was able to disconnect one side, however the other side would not come out of the ipg port. The physician had to cut it out of the header block, and the abbott lead extension was damaged in the process. The patient returned the following day to replace the damaged abbott lead extensions and connect it to the (B)(6) ipg that was implanted the day before with a new adaptor. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".